Event description:
A caller reported encountering cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. The technical support team assisted the caller with a pump reset, which resolved the issue. The caller successfully restarted their g6 sensor session and began receiving cgm readings on the pump again, while planning to independently resume insulin loading.